Event description:
It was reported that the port #5 of an em2400 valve set was found to be drawing air into the common fluid path. This occurred while pumping a bag in the pharmacy. The issue was resolved by moving the existing inlet from port #5 to port #3. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.